Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient had a loss of connection. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on (B)(6) 2016. Complaint for a loss of connection was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a pairing test was performed and the tests passed. A review of the shared data log confirmed the reported event of a loss of connection a root cause could not be determined.